Event description:
It was reported that the pump alarmed error 1816. Per reporter, the batteries were removed and reinserted, but the pump continued to alarm. The old batteries were removed, left out for approximately 45 seconds, and new batteries were inserted, but the pump continued to alarm. Now the code is 1840. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.